Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer) exemption # e2014011

Event description:
Initial surgery was for severe myelopathy with cord spinal change at c4/5 and c5/6. Post operative x-rays revealed screw breakage occurred in (B)(6) 2013, but because of the patient's lack of pain and her general medical condition, she and the surgeon decided not to revise unless neck pain developed. She was in a car accident in (B)(6) 2014 and developed neck pain afterwards, but was not offered surgery at the time based on her medical condition. Patient presented in (B)(6) 2016 with a new stenosis at c3/4 and in (B)(6) 2016 received surgery to address this. During this surgery, the surgeon identified that all of the mambo screws including the broken one were solidly fused, so they were left in place. To address the new stenosis at c3/4, the surgeon implanted a posterior screw/rod system with laminectomy. He last saw the patient on (B)(6) 2017 and she reported that neck pain was resolved and myelopathic symptoms were improving.